Event description:
The customer reported that the system displayed a data error. The system will not hold version 8 cal files.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep installed the hard drive, seagat hard drive, hi voltage cable, gib pcb, version 29 software, image processor, passive backplane, cine bridge pcb, power control pcb, mount disk, cine backplane pcb, cable box bmi, cable asm dc dist hdd, cable asm dc dist hard drive, backplane asm pcb, ffb pcb, video control, and interconnect cable. The system now is fully functional.